Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Estimated date of event- (B)(6) 2023.

Event description:
It was reported that during use, the ht command 18 guide wire snapped in a patient. There was no reported treatment. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: device available for evaluation. H6: health effect - clinical code 2687 - removed; h6: health effect - impact code 4614 - removed; h6: type of investigation code 4114 - removed; h6: investigation conclusions code 4315 - removed.

Event description:
Subsequent to the initially filed reports, it was reported that an attempt was made to cross the superficial femoral artery with the command guide wire but it separated at the aortic bifurcation. The separated portion was retrieved without incident. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. Additionally, it was reported that the guide wire separated in the anatomy, it is not reported if the separated portion was removed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: device initially reported as returning; updated to not returning

Event description:
It was reported that during use the ht command 18 guide wire snapped in a patient. There was no reported treatment. No additional information was provided.